Event description:
It was reported that following an upgrade procedure, the chronic atrial lead began exhibiting losses of capture and sensing in addition to low impedance. X-ray imaging was inconclusive. Due to the patients condition, a revision was not performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.